Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The device was in good condition with no appearance of any physical damage. The technician performed an occlusion test. The reported event could not be duplicated. The root cause of the issue could not be determined. The speaker was replaced for preventive measure. There's a corrective action preventive action for the reported event. This MDR was generated under protocol (B)(4).

Event description:
It was reported that there was a primary alarm post error. No patient injury was reported.